Manufacturer narrative:
Method: graft not returned to rti and remains implanted. Investigation: review of internal records, medical release, manufacturing history, and qa/qc reviews performed. A graft from the same manufacturing episode and donor ID was submitted to an independent laboratory for the detection of hepatitis c viral nucleic acid (dna/rna) by quantitative polymerase chain reaction testing. No recipient screening or confirmatory testing results have been provided to tri to date. Results: no deviations noted upon manufacturing and internal records review. Graft was irradiated within the validated dosage to eliminate potential viable microbes. Graft passed all release criteria prior to distribution. Furthermore, independent testing results of a graft associated with the same manufacturing episode and donor was negative for the presence of hcv dna/rna. Conclusion: the processing method utilized for the graft; irradiation and demineralization, are validated to eliminate the potential of disease transmission. Furthermore, testing concluded an associated graft was negative for hcv. The rigorous testing that has been performed on the donor tissues, coupled with the fact that rti's processes are validated to eliminate the potential for viral transmission through an allograft implant, indicates that the recipient likely contracted the virus from a source other than the allograft implant.

Event description:
Reported that the recipient tested positive for hcv. No documentation of screening or confirmatory testing has been provided to rti. This is a legal case, and the graft is associated to voluntary bts recall.